Event description:
The lay user contacted lifescan (lfs) in 9/2005 and alleged that their meter would not power on. Medical affairs specialist (mas) spoke to the pt 3 days later and obtained/ verified the following info: the pt stated that they had not tested on their meter approximately one month. Last week in the middle of the night, the pt felt sweaty and tried to test on their meter and the meter would not power on. Due to their symptoms they ate a piece of candy and contacted emergency services (ems). Ems arrived 10 minutes later and tested the pt three times. The pt only remembered one of the three readings, which was 33 mg/dl. They were treated with glucose but were not taken to the hosp. The paramedics were with the pt for 30 minutes and then left. The pt tests their blood glucose 2-3 times a day and claims they were unable to obtain a blood glucose reading all day due to the power issue of the meter. The pt did, however, take their oral medication of glyburide that morning. The battery was replaced over a year ago and the pt did not have replacement battery. Customer services sent the pt a replacement meter.

Event description:
The lay user contacted lifescan (lfs) 9/2005 and alleged that her meter would not power on. Medical affairs specialist (mas) spoke to the pt on 9/26/2005 and obtained/verified the following ino: the pt stated that she hjad not tested on her meter for approximately one month. Last week in the middle of the night, the pt felt sweaty and tried to test on her meter and the meter would no power on. Due to her symptoms she ate a piece of candy and contacted emergency services (ems). Ems arrived 10 minutes later and tested the pt three times. The pt only remembered one of the three readings, which was 33 mg/dl. She was treated with glucose but was not taken to the hosp. The paramedics were with the pt for 30 minutes and then left. The pt tests her blood glucose 2-3 times a day and claims she was unable to obtain a blood glucose reading all day due to the power issue of the meter. The pt did, however; take her oral medication of glyburide that morning. The battery was replaced over a year ago and the pt did not have a replacement battery. Customer services sent the pt a replacement meter.